Manufacturer narrative:
H3 other - evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be submitted.

Event description:
It was reported that a 5 level procedure was performed on (B)(6) 2025, utilizing the shurfit alif interbody cage system. Following insertion of size 11 trial, while attempting to insert an alif cage peek 8 degree 11mm x 32mm (alif0832-11p) in l2, the cage cracked across the cage alongside the threaded inserter assembly hole. The broken cage was removed and while a second cage of the same size was being inserted, it also cracked in the same way. This cage was removed and a third cage of the same size was successfully implanted without issue. There was no patient injury, but a delay to the procedure of twenty-four minutes was reported.

Event description:
It was reported that a 5 level procedure was performed on december 2, 2025, utilizing the shurfit alif interbody cage system. Following insertion of size 11 trial, while attempting to insert an alif cage peek 8 degree 11mm x 32mm (alif0832-11p) in l2, the cage cracked across the cage alongside the threaded inserter assembly hole. The broken cage was removed and while a second cage of the same size was being inserted, it also cracked in the same way. This cage was removed and a third cage of the same size was successfully implanted without issue. There was no patient injury, but a delay to the procedure of twenty-four minutes was reported.

Manufacturer narrative:
H3 device evaluation - both returned cages exhibit fractures at the central threaded connection point as well as damage to the central thread location. One of the cages also exhibits thread damage to the oblique threaded location. On both cages the lateral threaded connection is undamaged. The inserter used when both cages were damaged was not returned and therefore cannot be ruled out as a possible mode of failure.it is also unclear what visible damage was incurred during insertion versus removal of the implants. Root cause cannot be determined. Review of device history records found twenty-five (B)(4) pieces of lot 36427ps released for distribution on 7/19/2021 with no deviation or anomalies. Two-year complaint history review (12.3.2023-12.3.2025) found this to be the only report of this nature for any of the part numbers in the shurfit alif peek cage family. No corrective action is recommended.